Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The e226 error message most probable cause was problems such as electricals, materials, mechanicals. A review of the device history record was not necessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camara head experienced an e226 error message during set up. There were no reports of patient involvement.